Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a bent cannula and obturator. The obturator was cracked at the site of the bend. Based on the condition of the returned unit and description of the event, it is likely that the cannula and obturator were bent due to a high force that was exerted on the trocar during insertion. The damage to the obturator suggests that event unit was exposed to forces that were greater than what the unit was able to withstand. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Based on the evaluation of the complaint, the event was deemed non-reportable as it was unlikely to cause or contribute to death or serious injury. This report represents the initial and final report to follow up medwatch (B)(4).

Event description:
Procedure performed: abdominal laparoscopic surgery. Event description: a resident went to insert the trocar into tough fascia and this lead to the cannula and obturator bending. Additional information was received via email from implementation specialist on june 29, 2017: ctr33 was originally reported, but ctf33 is the correct product that malfunctioned. Additional info received via medwatch report (B)(4). "What was the original intended procedure? Abd laparoscopic surgery. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Type of intervention: the trocar was replaced. Patient status: no patient injury.